Event description:
It was reported that there was an issue with the right ventricular (rv) lead and it was unusable. It was also noted that there was high impedance, low sensing, and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.